Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer¿s battery was low and wasn¿t functioning as it should. The hcp had no further information to rule out if the reason was due to the battery reaching end of service (eos). No patient symptoms were reported. Relevant medical history includes radiculopathy.